Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported failure the automated impella controller (aic) had fallen. The device was removed. It is unclear if damage was sustained.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported damage has been completed. Device analysis: after evaluating ic2615, it was determined that the console is structurally and functionally sound. No problem found with this aic. The falling of the console was a use related issue.